Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the lead site. The patient was given IV antibiotics. The patient's scs system was explanted to address the issue.

Event description:
Reportedly, the patient was reimplanted. Thus, the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.